Manufacturer narrative:
Unit received with blank display due to moisture damage at electronic assembly. Unit found moisture damage at motor assembly noted. Pump received with cracked case corner of the belt clip rails near the battery compartment.

Event description:
Customer reported via phone call that the insulin pump had cosmetic damage and failed battery alarm. Customer's blood glucose level was 131 mg/dl. Customer was advised to revert to backup plan. Insulin pump will be returned for analysis.